Event description:
It was reported that the patient presented with noise on the right atrial lead. No intervention was reported. Patient status was not known.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.